Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the capsule was loose on the device but not attached so with removal it fell off in the pt's mouth. The pt was not injured following the procedure.